Manufacturer narrative:
No unexpected motor error alarm was noted and the insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during rewind/bolus process. The alarm had occurred five times. The alarm could not be cleared due to unresponsive buttons. The insulin pump will be returned for analysis. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).